Manufacturer narrative:
(B)(4)

Event description:
Procedure: low anterior resection. According to the reporter: on firing, the handle could not be squeezed and a broken sound was heard. A broken piece might fall into cavity, but could not be confirmed.